Event description:
It was reported that the patients contacts came off the paddle. The patient underwent an explant procedure. Additional information was received that the patient was no longer using the device and all explanted devices were discarded.

Event description:
It was reported that the patients contacts came off the paddle. The patient underwent an explant procedure. Additional information was received that the patient was no longer using the device and all devices explanted devices were discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients contacts came off the paddle. The patient underwent an explant procedure.